Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that technical services (ts) was contacted to review the stored episodes on the device associated to this right ventricular (rv) lead since oversensing was suspected. Upon review of the available information ts observed intermittent oversensing in the rv channel approximately since the associated device implant. In addition, intermittent undersensing was observed on the rv channel as signal were falling in the blanking period which subsequently triggered unrequired ventricular pacing. Ts suspected that the position of the associated right atrial (ra) lead and patient posture could be triggering the reported events. Further in clinic evaluation and reprogramming options were recommended. This rv lead remains in service. No adverse patient effects were reported.